Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, a tan loading unit was loaded onto the powered stapler. The clamp test was performed, but then jaws could not close on the tissue. The loading unit was removed and a new one was put on but the same issue occurred. A purple loading unit was used but the jaws could not hold the tissue well. The jaws loosened automatically after opening and closing them several times. The green button was pressed and handle can be squeezed but the device did not fire. Replaced by a new reload to complete the case.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photograph of the complaint event. Photographic inspection noted two reloads. The jaws of both reloads were open. Functional testing could not be performed as the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.